Event description:
Guidant (now boston scientific) received information that this cardiac resynchronization therapy defibrillator (crt-d) exhibited oversensing of myopotential noise. The noise was reproduced with bearing down and having the patient laugh.

Manufacturer narrative:
The noise was not sensed when the device was reprogrammed to least sensitive. The local guidant representative was not sure which sensitivity defibrillation threshold (dft) testing was performed with, so elected to leave the device programmed to nominal and discuss the options with the physician. The available information leads us to believe the device remains implanted and in-service. This event will be reopened should additional information become available. Subsequently, the device reached elective replacement indicator (eri) and was explanted. The device was returned for analysis. This report will be updated when analysis is complete.

Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) exhibited oversensing of myopotential noise. The noise was reproduced with bearing down and having the patient laugh.

Event description:
--

Manufacturer narrative:
Upon receipt at our post-market quality assurance laboratory, a longevity calculation found that the device did not meet longevity estimates provided in device labeling. Portions of the circuitry, including the battery, were isolated and tested. Final analysis concluded that the premature battery depletion was due to low-voltage capacitor degradation, which resulted in a high current condition.